Event description:
Vns pt has lost 30 pounds over the last several months and his treating neurologist was concerned about the decrease in weight. Programmed parameters have been incrementally increased over a period of time. Normal mode output current setting is now at 2.25ma.